Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous accutni results generated by the access 2 immunoassay system for one pt. Customer tested a pt sample for accutni and obtained results of 0.16ng/ml and 0.18ng/ml. When tested on a different instrument, this sample gave results of 0.50 and 0.45ng/ml. Another test was performed on the same draw as 1/1 but in a serum sst tube and the result was 0.29ng/ml and when tested on a different instrument, it gave a result of 0.47ng/ml. The erroneous results were not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
Sample 1/1 was collected in bd 13x75mm lihep plasma tube and sample 1/2 was the same draw as 1/1 but in a serum sst tube. Centrifugation occurred for 7 minutes at 3,500 rpm. Qc is performed daily and was in range prior to and after the event. A recent system check on passed all specifications. Customer declined service stating that their biomedical engineer had recently changed the mixer motor pinch rollers and substrate probe and will request that biomed return to verify instrument performance. The biomed determined that the sample probe was "defaced on the bottom and bent", although carryover testing passed. Sample probe was replaced and customer recalibrated all assays. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.